Manufacturer narrative:
The actual date of event is unknown. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported issue of an channel errors was not determined because no products or device logs were returned.

Event description:
It was reported by the clinicians that they have experienced channel errors during device set up, before connecting to the patient. To troubleshoot, clinicians would try to connect module to the other side of the pcu or restart the device which would work. This was reported to bd representatives during their site visit. There was no patient involvement.